Manufacturer narrative:
Correction to h6 impact code: removed f12: serious injury/illness/impairment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a faradrive steerable sheath was selected for a paroxysmal af ablation procedure. During procedure, when passing the needle and then the guide, a resistance was felt in the dilator. After an unsuccessful transseptal puncture with the faradrive sheath and non-bsc needle. Just after the second puncture was performed, while attempting to re-ascend the guidewire into the svc. The guide then could not be removed, and it also broke. Changed sheath and dilator but subsequently observed tamponade. No imaging was performed. With the et, we saw that the puncture was very anterior, and effusion was immediately seen around the aorta. We waited a moment to see how the patient was doing. She was stable throughout. No pericardiocentesis or surgery was necessary. In less than an hour, we were able to send her to a recovery room. The ablation was never started. The patient recovered. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a faradrive steerable sheath was selected for a paroxysmal af ablation procedure. During procedure, when passing the needle and then the guide, a resistance was felt in the dilator. After an unsuccessful transseptal puncture with the faradrive sheath and non-bsc needle. Just after the second puncture was performed, while attempting to re-ascend the guidewire into the svc. The guide then could not be removed, and it also broke. Changed sheath and dilator but subsequently observed tamponade. No imaging was performed. With the et, we saw that the puncture was very anterior, and effusion was immediately seen around the aorta. We waited a moment to see how the patient was doing. She was stable throughout. No pericardiocentesis or surgery was necessary. In less than an hour, we were able to send her to a recovery room. The ablation was never started. The patient recovered. The device is expected to be returned.

Event description:
During a procedure a faradrive steerable sheath was selected for a paroxysmal af ablation procedure. During procedure, when passing the needle and then the guide, a resistance was felt in the dilator. After an unsuccessful transseptal puncture with the faradrive sheath and non-bsc needle. Just after the second puncture was performed, while attempting to re-ascend the guidewire into the svc. The guide then could not be removed, and it also broke. Changed sheath and dilator but subsequently observed tamponade. No imaging was performed. With the et, we saw that the puncture was very anterior, and effusion was immediately seen around the aorta. We waited a moment to see how the patient was doing. She was stable throughout. No pericardiocentesis or surgery was necessary. In less than an hour, we were able to send her to a recovery room. The ablation was never started. The patient recovered. The device is expected to be returned.

Manufacturer narrative:
Upon initial inspection, the faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. The returned guidewire was also observed to be damaged near the distal tip with the green coil missing. During device-to-device interaction between the dilator and sheath, no complications were observed. However, the guidewire could not be fully inserted into the dilator. Upon microscope inspection, the guidewire was seen broken with the green coil separated from the tip. The distal tip of the dilator was measured using a pin gage to determine if dilator tip was within specification. The "cause not established" cause code was selected based on the analysis of the returned device as the cause for the guidewire being stuck in the dilator could not be determined. Based on the information provided, the reported event of cardiac tamponade and pericardial effusion are known inherent risks of the faradrive device. Cardiac tamponade and pericardial effusion are expected procedural complications addressed within the IFU for the faradrive sheath.